Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. On the day of the event, the patient was at home with their grandfather. The patient's father noticed that the patient was weak and was almost about to pass out. He called 911 and emergency medical technician's arrived. The patient was transported to the hospital. The patient was hospitalized around 7:30pm. At the hospital, the patient's bg was around 1000 mg/dl. The patient was treated with an insulin drip. Around 10:30pm, the patient's bg was 600 mg/dl. On 06/21/2024, the patient's bg was 121 mg/dl. At the time of the report, the patient was still in the hospital due to her issue with her blood sugar and blood pressure. It was reported that during the event, the patient experienced "signal loss". While at the hospital, the patient's phone was checked and the patient's daughter stated that there was no history of readings for a week. The patient was in the hospital for 5 days. Performance data was reviewed. The allegation was undetermined due to the finding of signal loss. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed, there was no damage. Voltage test was performed and failed. Performance data was reviewed. The allegation of signal loss was not confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).